Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a 27mm edwards perimount valve implanted in the mitral position underwent a valve-in-valve (viv) procedure after an implant duration of approx. Eleven (11) years due to degeneration. A 26mm sapien3 valve was implanted within the surgical edwards valve using the transapical approach. No other information was provided at the time of the reported event. The implant date is known only as "(B)(6) 2010". Therefore, (B)(6) 2010 is being used to calculate the minimum implant duration.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a 27mm edwards perimount valve implanted in the mitral position underwent a valve-in-valve (viv) procedure after an implant duration of approx. Eleven (11) years due to degeneration. A 26mm sapien3 valve was implanted within the surgical edwards valve using the transapical approach. No other information was provided at the time of the reported event. The implant date is known only as "(B)(6) 2010". Therefore, (B)(6) 2010 is being used to calculate the minimum implant duration.

Manufacturer narrative:
Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction.